Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of no ventricular output and attributed it to the lead flex having a shorted diode. Analysis further noted that the main printed circuit board was out of specification, the upper case was dented, the lower case, side bail covers and ring cover were broken, the battery release was contaminated, the ring was bent and the liquid crystal display gasket was showing. The device was to be scrapped in-house.

Event description:
It was further reported that the generator was returned to service as a trade-in device.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly and heart lead flex. Visual inspection revealed no anomalies on either assembly. Bench analysis verified a shorted diode on the heart lead flex. When a functional test was performed all tests passed. Conclusion: the reported failures seen during service and repair of the device were confirmed, there was a shorted diode on the heart lead flex assembly and a defective supercap on the main printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not have ventricular output. The caller was walked through testing the epg and no output was confirmed. The epg will be returned as part of a trade in program. There was no patient involvement.